Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, one (1) month due to stenosis. The procedure was performed with a 20mm 9755rsl transcatheter valve successfully. The patient tolerated the procedure well and transferred to the ICU in stable condition.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code, device code(s), investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and coronary artery disease (cad), hyperlipidemia (hld), diabetes mellitus (dm), atherosclerosis.

Event description:
It was reported and through investigation that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, one (1) month due to calcification, with degeneration, stenosis and regurgitation. The patient presented with activity/exercise intolerance and occasional dizziness. The procedure was performed with a 20mm 9755rsl transcatheter valve successfully. The patient tolerated the procedure well and transferred to the ICU in stable condition. The patient was discharged on pod# 2.